Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device was showing peak inspiratory pressure value of 55 cmh2o and oxygen saturation 68-70%, but when patient was moved to a hamilton ventilator peak inspiratory pressure came as 35-39 cmh2o and oxygen saturation improved to 77-81% in 5 minutes on the lap top ventilator 1000. At this time, there is no information regarding patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: this ltv unit was field serviced by third party gehc (general electric health care) service department. The reported issue, of the analog board was giving high value, was not duplicated. A 30k performance maintenance was performed and the analog board and flow valve were replaced.